Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap extended life pd transfer set was damaged (unspecified) which resulted in a leak. This was observed during use of the device for peritoneal dialysis (pd) therapy. The leak was further described as ¿iodine leaks out slowly¿. The transfer set was replaced and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye and magnification noted damage on the threads of the female connector. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing failed due to a leak at the damaged area of the female connector. The reported condition was verified. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.